Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital after tripping over and falling at home. It was observed that the right ventricular lead was not capturing. Lead dislodgement was confirmed. A lead revision to re-position and re-use the lead was completed (B)(6) 2020. The patient was stable.